Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported having venous access issues during two consecutive routine hemodialysis treatments. Rinseback was not performed resulting in an estimated blood loss of 190cc for each treatment. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to access issues. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff was notified and provided additional training regarding re-transfusing blood via the arterial line. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.